Manufacturer narrative:
Model number/catalog number:sc-8216-70,serial number: (B)(4),batch/lot number: 299384,model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.